Event description:
Additional information was received from the patient. They repeated that they experienced sudden intense pain in their groin and the insertion site that required them to seek care at the ER. They reported they were advised by their manufacturer representative (rep) to turn off the device and were treated with pain medications. They reported that they saw their doctor and their device was turned back on and that they lowered the settings. The patient has an appointment with their hcp scheduled. In addition, they were provided with the number for a patient support representative.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were having trouble with their device and was in a lot of pain since friday night. Patient stated they went to the ER on saturday and they didn't know what to do with it because it was the weekend and their urologist was out of the town, patient mentioned that after they made all the tests, they were sent to home because they were ok and they couldn't do anything with the device. Patient said they contacted with their rep today and they recommended to deactivate the therapy, patient turned therapy off according to rep's instructions and because they knew it was causing them all kind of problems. Patient mentioned the implant was shocking them and they couldn't hardly walk or anything. Patient also mentioned the system was going through their buttock area and shocking them in the back and through their vaginal area. The patient was redirected to their healthcare provider to further address the issue. However, as their hcp was out of town a list of physicians was sent to their email. Patient will keep the therapy off until discussing this situation with a hcp.